Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the customer experienced a sensor glucose (sg) versus blood glucose (bg) discrepancy. The customer reported a blood glucose value of 42 mg/dl and hypoglycemia, which was treated with glucose/carb intake. The event involved products mmt-7040a, mmt-342, mmt-431a, and mmt-1884. Troubleshooting was performed, and the customer indicated that sg and bg values were outside the acceptable range. Common contributing factors like insertion, site location, taping, and timing of bg entries were explained. The customer reported low bgs and stated they do not feel okay to troubleshoot. It is unknown whether the customer was using the pump within 48 hours of the event or whether the auto mode feature was active. No further patient complications were reported, and no product is expected to return.